Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. At the end of the procedure, it was noted that the steerable guide catheter (sgc) was difficult to remove from the stabilizer. There were no adverse patient affects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.